Event description:
Customer reported to beckman coulter, inc. (Bec) there was waste fluid leak at the back of the hydropneumatic unit of the synchron cx 5 delta clinical system. Customer reported that no erroneous results were generated. Customer reported that no patient has been adversely affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned the clogged tubing and resolved the issue.

Manufacturer narrative:
(B)(4).